Event description:
Customer reported that his test strips for his freestyle freedom meter were not working properly and it is reported that "he was not able to regulate glucose, (his) glucose level went dangerously high levels and (he) was taken to a hospital". He reports experiencing "hallucinations, bizarre behavior, constant urination, extreme thirst, confusion" and then states he lost consciousness while in the hospital triage area. Although the customer states he was diagnosed with severe hyperglycemia, he reportedly was treated with fruit juice and does not recall if he was given any medication while in the hospital. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.